Manufacturer narrative:
H3/h6: no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had reported that the pump had repeatedly alerted him, requiring him to turn it off and on for it to function properly again. The event occurred while in use with a patient at the hospital and the operator of the device was a health professional.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. Service history review identified the complaint was not related to a previous service of the device within the review period. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.